Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the physician did not feel the lead was secured at any point. The lead was stable after the guidewire was slit. When preparing to tie the lead down with the suture sleeve, lead dislodgement was confirmed on fluoroscopy. Another lead was used. Patient was stable.